Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure for stress incontinence and mesh was implanted. The patient experienced erosion of the mesh sling, long period of pain and suboptimal effect compared to incontinence. It was suspected that the mesh sling was not placed correctly. The patient underwent intervention to remove part of the mesh. No additional information is available.